Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to oversensing of noise. Additional information confirmed the unit has been explanted and was later returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies other than explant tool markings on the outer case and fluid contamination in the port and between the electrode seal rings. The remaining battery life was at 82 percent and the interrogated monitoring voltage at 9.183v. Several attempts were made to recreate the noise observed while implanted however engineers were unable to duplicate this finding. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to oversensing of noise. Additional information confirmed the unit has been explanted and is expected to be returned for analysis. No resulting adverse patient effects were reported.